Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial implant after the lead was implanted, loss of capture was observed. A new lead was then requested and implanted. The lead was abandon and will remain implanted to the patient. Patient is doing fine. Patient was stable before procedure and as well as after procedure.